Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The doctor believed it was possible that the voltage output of pacemaker was abnormal, or that the pulse generator was connected with the lead improperly, resulting in the death of the patient.

Event description:
It was reported that the system was successfully implanted. The device parameters were checked after the procedure and were noted to be normal. The patient deceased on (B)(6) 2015. The cause of death was unknown. No further information was available at this time.